Event description:
The reporter stated: "stent was placed approx 6 months ago, a symptomatic cat scan showed that the stent had migrated, lodged in inferior vena cava." The stent placement was to treat may thurner syndrome. On (B)(6) 2025, the patient underwent a procedure to remove the stent and 90% was removed with forceps in several pieces. A remaining segment of a stent edge remained in the right atria. Further attempts with additional forceps and sheaths were attempted. The patient ended up with a possible pericardial effusion and taken to the operating room for an open procedure. It was reported on 20-nov-2025, the patient survived and was in the ICU. The device is not available for return. The physician, had clarified the patient was asymptomatic throughout.